Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the preventive maintenance, it was detected that the ground cable came out of the insulator of the force sensor cable. No functional issue.

Manufacturer narrative:
It was reported that the wires of the force sensor cable were coming out the insulator. The force sensor was still functional. DHR review and review of complaint history did not identify any contributory factors to the event. Product was not returned at manufacturing site, despite several attempts, therefore the root cause of the event cannot be determined. The force sensor cable was replaced on 04-oct-2018.

Event description:
During the preventive maintenance, it was detected that the ground cable came out of the insulator of the force sensor cable. No functional issue.